Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a closed reduction under sedation approximately 5 months post implantation due to dislocation. The patient had reported pain after undergoing a lumbar kyphoplasty, and an x ray the same day confirmed the dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that a patient underwent a closed reduction under sedation approximately 1.5 years post implantation due to dislocation. The patient had reported pain after undergoing a lumbar kyphoplasty, and an x ray the same day confirmed the dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: b5, d6a. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Crf records were provided and reviewed by hcp summarizing the following: 2 months postop: patient reported slight pain, no abnormal findings on x-rays. 7 months post op: patient tripped and fell, reporting pain, left femoral fracture noted and resolved with surgery. Reduction day: discharge summary after back surgery noted shoulder dislocation. Single ap view demonstrates dislocation of the humeral component lateral and superior to the glenoid component. No definite acute displaced fracture. Closed reduction performed in recovery room. Patient pain resolved. A definitive root cause cannot be determined. The reported event confirmed by provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.